Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was flipping in the pocket site causing discomfort. Surgical intervention took place on (B)(6) 2020 wherein the ipg was relocated and sutured in the pocket.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the discomfort has resolved.